Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. Physio-control contacted the customer to request additional information on the event. The customer was unable to provide any further information. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Physio-control verified the reported issue and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. Physio-control contacted the customer to request additional information on the event. The customer was unable to provide any further information. In this state the device may not be able to deliver defibrillation therapy if needed.